Manufacturer narrative:
Visual inspection and dimensional analysis was performed on the returned device. The reported shaft kink was confirmed. The reported failure to advance could not be replicated as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow anterior tibial artery. The 3.0x38mm esprit btk system was advanced through a cook ansel guiding sheath on a 0.014 roadrunner guide wire; however, the esprit failed to cross due to the anatomy at mid superficial femoral artery. The esprit was removed (without issue or resistance) and the mid shaft was noted to be kinked. The procedure was continued with the same guide wire; however, another esprit was not used as the physician decided to only perform angioplasty. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided. Return device analysis noted the outer member and hypotube were kinked 10 centimeters (cm) proximal from the guidewire exit notch. The hypotube was separated but held together by the outer member at the noted kink.